Manufacturer narrative:
Findings: motor error alarm during the rewind due to corroded motor home switch. Unable to perform the displacement, self-test, unexpected error test, occlusion and no delivery tests due to motor error alarm. Pump had high currents due to moisture damage on the electronic assembly. Pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to water. Customer fell into the pool with the pump on. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that we are replacing the pump.